Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20127707.

Event description:
It was reported that the patients ipg had to be charged frequently. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted ipg and leads were not returned.

Event description:
It was reported that the patients ipg had to be charged frequently. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted ipg and leads were not returned. Additional information was received that the leads were replaced due to having high impedances and the leads have moved from the original spot.